Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker went from a battery status of 13.5 years remaining to 10 years remaining 6 months post implant. It was noted that the patient had a history of atrial fibrillation (af) that increased from 66 percent to 100 percent. Analysis of device memory noted a high power consumption condition that was felt to be due to the high atrial rate sensing. Boston scientific technical services (ts) recommended programming the device to a non-atrial brady mode and programming the atrial lead off. This product remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker went from a battery status of 13.5 years remaining to 10 years remaining 6 months post implant. It was noted that the patient had a history of atrial fibrillation (af) that increased from 66 percent to 100 percent. Analysis of device memory noted a high power consumption condition that was felt to be due to the high atrial rate sensing. Boston scientific technical services (ts) recommended programming the device to a non-atrial brady mode and programming the atrial lead off. Subsequent information was received that this pacemaker was later explanted and returned due to a therapy upgrade. No adverse patient effects were reported.

Manufacturer narrative:
A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed and no faults or errors were noted. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber 100% of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.